Event description:
It was rported that clinicians suspected a rupture in the iab. After moving the pt, blood was observed in the catheter. Iab was removed. A re-insertion was not required. There were no reported pt complications.